Event description:
The patient reported his insulin infusion device was beeping and the display screen was blank. The patient stated he was confused and "out of it." The patient was asked to test his blood glucose and his reading was 79 mg/dl with his recommended range being 135-170 mg/dl. He then drank 8 ounces of orange juice. The patient was instructed to remove the device battery and insert a new one, and the device powered on and went through a series of self-tests. The patient was instructed to review the alarm history on his infusion device, and he stated an e8 (power interrupt) and e11 (set not primed) appeared. The patient tested his blood glucose levels again and he was within the normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.